Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported infection at the pod site. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod site became painful and there was a burning sensation. The patient removed the pod and noticed a red circle at the cannula site that kept getting larger. On (B)(6) 2025, the patient went to urgent care where they were diagnosed with cellulitis. As treatment, the patient was prescribed an antibiotic, bactrim.